Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The cup impactor tip broke.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned instrument confirmed the threaded tip broke off. (B)(4) was implemented on may 12, 2008 to change the dowel pin to (B)(4) incorrect dowel pin was called out in the material list of the print. The complaint sample was manufactured prior to the eco change. Based on the investigation, no further action indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.